Manufacturer narrative:
Sample was not returned for evaluation. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was implanted into the patient's eye and after implantation, in the operating room, the physician noticed a huge scratch in the center of the lens. Additional information has been requested.